Manufacturer narrative:
Initial reporter: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis which was manifested with abdominal pain and cloudy effluent. The breach in aseptic technique was described as due to unhygienic hands. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. It was reported that the patient was discharged 13 days after being hospitalized. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.